Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending artery with moderate calcification, a 3.5x23 rx xience prime stent delivery system (sds) was introduced into a non-abbott 8f guide catheter and resistance was felt. Reportedly, force was applied and the proximal shaft of the xience prime sds bent and separated into two pieces outside of the patient anatomy. The sds was removed from the patient anatomy without resistance. An unspecified sds was used to treat the target lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: ht floppy 2. Guide cath: xb 3.5 8fr. Sheath: 8fr. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft bend and shaft separation/detachment were confirmed. Guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.